Manufacturer narrative:
H6: investigation summary: bd had not received samples or photos from the customer for investigation. Therefore, retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to overfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported the bd vacutainer® 9nc 0.109m buffered trisodium citrate plus blood collection tubes experienced overfill. This event occurred 2000 times. The following information was provided by the initial reporter: translated to english. The customer stated "we have encountered a problem with the filling level of our citrate tubes. Their vacuum must be defective because our tubes fill well beyond the mark. Following this, we contacted our supplier who sent us a box of new tubes with a different reference but the problem persists."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0225015, medical device expiration date: 2021-04-30, device manufacture date: (B)(6) 2020. Medical device lot #: 0248535, medical device expiration date: 2021-05-31, device manufacture date: (B)(6) 2020. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® 9nc 0.109m buffered trisodium citrate plus blood collection tubes experienced overfill. This event occurred 2000 times. The following information was provided by the initial reporter: translated to english. The customer stated "we have encountered a problem with the filling level of our citrate tubes. Their vacuum must be defective because our tubes fill well beyond the mark. Following this, we contacted our supplier who sent us a box of new tubes with a different reference but the problem persists."